Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to sub-clavicular crush syndrome. The excess hardware of this rv lead was removed and no infection was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.